Event description:
Mesh had been implanted during a previous surgery. The pt experienced a recurrence. When the surgeon re-operated to treat the the recurrence he reported that the proceed mesh had ruptured down the middle of the mesh.